Event description:
It was reported that the liquid crystal display was cracked. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display was broken. Analysis also found that one side bail cover was broken. (B)(4).